Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.0/079 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. Claim # (B)(4).